Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up high thresholds were observed. The physician decided to explant and replace the lead. The patient was fine post procedure.